Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign substance found inside the luer of the infusion set is confirmed. One 22 ga x 0.5 in. Safestep infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed no obvious use residues along the device. The packaging of the infusion set was returned opened, and the cardboard fold was returned inside the opened packaging. The needle cover was returned attached to the needle shaft, and the safety mechanism was not advanced over the needle tip upon the return of the device. The dust cap was returned attached to the luer of the infusion set. A brown substance was observed inside the luer hub of the infusion set. The safety mechanism was advanced over the needle tip to perform microscopic observations of the device luer. A microscopic observation revealed the brown foreign substance to appear fibrous and flattened. The foreign material was able to be easily removed with forceps, as it was not observed to be stuck to the luer of the infusion set. The root cause of the failure was determined to be related to the manufacture and packaging of the device. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported brown debris-like particles were found mixed in with the individually wrapped items near the needle tip, end point. There was no patient contact.